Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned with no additional information. There were no known allegations against the device, and no reports of adverse patient effects. Preliminary analysis observed intermittent high right ventricular impedance measurements.